Event description:
A pump malfunction was reported by the caller. The customer's blood glucose level was recorded at 261 mg/dl, which did not exceed 500 mg/dl and is considered within a manageable range. Technical support provided instructions for resetting the pump, and the caller successfully reset it without any recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurred.